Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the rep on 2020-jul-30. It was reported that they did not know about the ¿leakage¿ from the septum. There were no further complications reported / anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the hcps office reported the patient had a refill on (B)(6) 2020 without incident. The rep stated, "at this time, it does not appear there are plans to have the pump replaced".

Event description:
Additional information was received from a healthcare provider reported that following a routine refill of the pain pump the patient was near coma due to hypothesis silicone septum leaking a small amount. The patient was exhibiting overdose symptoms of lethargy, incoherence and slipping into unconsciousness. The patient's husband was driving home and stopped at the closet emergency department. The patient was given narcan through IV drip and revived quickly as well as following discontinuation of the drip. (B)(6) 2020 telph (con): additional information received from a consumer reported that the hcp suspected there appeared to be a small amount of medication that leaked out when they withdrew the catheter (interpreted as refill needle/syringe) during the refill. The caller stated that the hcp ¿felt there was leaking around the refill gasket (clarified as the refill septum)¿. The caller stated that about 10 minutes into driving home after the refill, the patient began feeling lethargic. At this point, they called their refill physician and was instructed to go to the nearest ER. The caller then stated that they administered narcan in the ER. The ER was noted to be a small hospital and did not know what to do with the pump. As a result, the caller stated the patient was put into withdrawal due to the administered narcan. A conference call between the ER physician and pump managing physician occurred and the effects of the narcan were ¿reversed¿. The patient spent the evening in the ER and was not admitted overnight despite the hospitals request to keep the patient overnight. It was noted the patient was fine now. The caller noted that the patient is refilled every 5 weeks, and since the event, they have been staying at the clinic for 30 minutes after refill to ensure it doesn¿t happen again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving prialt, fentanyl, and baclofen via an implanted pump. On (B)(6) 2020 the patient¿s friend/family member reported that the patient had an overdose which required an ER (emergency room) visit following a routine drug refill on (B)(6) 2020. Per the reporter, they were about 10 minutes away from the office and the patient became lethargic and incoherent, so he called the hcp (healthcare professional) and they suggested the patient be taken to the ER. The ER contacted the patient¿s hcp and they were walked through the steps of reversal with narcan. The patient was then administered narcan. The patient also had an MRI, a ¿c full panel of lab tests¿, and was there for 7 hours. The patient had a visit with her hcp on (B)(6) 2020 and the hcp said that the silicon septum leaked at origin related to how the pump was built, and a small amount got into the patient¿s tissue. Per the reporter, the patient was okay now. He was calling regarding financial assistance to cover the ER bill. No further complications were reported/anticipated.